Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed the a-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. This is considered a user related anomaly. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: adding infection code to h6.

Event description:
Related manufacturer report number: 2017865-2025-39374, 2017865-2025-39378.

Event description:
It was reported that the patient presented in clinic with wound dehiscence at the device site. During the explant procedure, the atrial port setscrew was unable to be loosened. The pacemaker, right atrial lead (ra) and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: update b5 section.

Event description:
It was reported that the patient presented in clinic with discharge, infection and wound dehiscence at the device site. The infection was not associated with any abbott product and/or procedure. During the explant procedure, it was noted that the atrial port setscrew was unable to be loosened. The pacemaker, right atrial lead (ra) and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.